Manufacturer narrative:
Product analysis: analysis was able to confirm the rate would not adjust on the epg; the encoder assembly was out of electrical specification. Analysis also noted that the lock button was collapsing, the main seal was pinched, the battery drawer was sticking, and both display wires were pinched. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) rate would not adjust. The epg was returned for service. There was no patient involvement.